Event description:
Pump 1: IV pump kept giving error to nurse that said upstream occlusion. Passed tests, put back in service. No other details were had by reporter. Pump 2: pump beeped upstream occlusion several times. No occlusion found. Had milrinone running. Htm ran 100ml test, bench test, nothing found, sent back to service. No other details were had by reporter. Pump 3: sn unknown, never received by htm.- these are the only details available.